Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 300's (mg/dl) and it was addressed with a correction bolus. Reportedly, the customer required assistance from tandem's technical support with changing the basal rate from 2 units/hour (u/hr) to 1.8 u/hr and the carbohydrate ratio from 1:7 to 1:6. The settings were changed per the customer's healthcare provider request.